Manufacturer narrative:
(B)(4). Report source: foreign (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient came in for a revision from a uni to a total due to osteoarthritis that had spread into adjacent compartments. Upon exposure it was noticed that the uni component had fractured that cement was only on part of the component. The fracture occurred where the cement ended. Attempts have been made, and no further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures confirms fractured femoral implant, and bone cement was partially missing from the posterior side of the femoral. Device was submitted for further analysis. Analysis determined that fracture might relate to fatigue fracture mode. Fracture sample shows no significant bone interdigitating into the bone cement in the proximal-posterior side, and no bone cement present in the proximal- anterior side of the femoral implant. This confirms the complaint. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and not reviewed by a health care professional. Visual evaluation of the femoral implant found that bone cement was partially missing; it is unknown whether the bone cement was correctly applied during the surgery because we don't have initial ops notes to verify it. Therefore, a definitive root cause cannot be determined. Per package insert miller/galante unicompartmental knee system: fracture is known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.